Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. System check passed and foam test failed. The fse replaced the aspirate probe tubing in peristaltic pump. The fse retested and passed foam test, but system errors occurred. Sample and reagent level sense tests all passed. The fse removed and cleaned the sample pump. The fse re-assembled the pump and retested system check-system, errors still occurred. The fse ordered a new sample probe and sample pump valve. On (B)(4) 2009, the fse replaced the sample probe and performed alignments, system errors still occurred. The fse replaced sample pump valve and aspiration monitor error occurred. The fse re-installed the original pump valve and switched the pressure sensors, same aspiration monitor error occurred. On (B)(4) 2009, the fse replaced the sample pump assembly, calibrated the pressure sensor, checked for leaks, and performed special clean, system check, carryover test, high sensitivity (hs) system check, 160 replicates of troponin and quality control. The fse verified repair per established procedures. System test results conformed to the MFR's published performance specifications. Alternate unicel dxi 800 access immunoassay system serial number (B)(4).

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for six pts, involving unicel dxi 800 access immunoassay system. This report refers to pt number two. Subsequent testing on an alternate unicel dxi 800 system produced results within normal reference interval. The elevated results were released out of the lab. Amended reports were released to the hospital. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.